Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the ventilator's lcd screen was observed to be unreadable. The device's lcd screen was replaced to address the issue.